Event description:
It was reported the patient experienced intermittent phrenic nerve stimulation from the left ventricular (lv) lead. The lv lead was reprogrammed to decrease the output and the lead remains in use. No further patient complications have been reported as a result ofthis event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693552 lead (B)(6) 2011; 407645 lead (B)(6) 2011. (B)(4).